Manufacturer narrative:
Technician found that the brakes were not holding. Isolated the problem to worn out hardware. Replaced the casters and hardware to resolve this issue. Stretcher was in a storage area.

Event description:
Complaint received - brakes were not holding. No injury reported.